Event description:
My sister was diagnosed with known rhabdomyosarcoma, her ob/gyn oncologist was aware prior to her total abdominal hysterectomy which was performed via robotic laparoscopy, there was regional lymph node involvement at the time of the procedure as well. Less than 6 months went by from end of chemotherapy before a recurrence occurred in the mesorectal area. Her initial surgery was (B)(6) 2014, no pet scan was performed until (B)(4) 2015. As of this date, a new CT has confirmed 2 additional pelvic masses with metastasis to the liver as well. An open tah should have been performed as opposed to the laparoscopy/robotic procedure. Her provider is well versed, well paid, and should have known better. He is considered an "expert" in robotics. Legal action is immanent.